Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system, with a right ventricular (rv) lead, experienced a decrease in battery longevity from seven (7) years to six (6) years within approximately one month, and power consumption was reported to have increased. Technical services (ts) reviewed the data and confirmed that this crt-d is depleting normally, since the power consumption has historically been variable and higher in the past, and the recent increase could be due to increased latitude rf usage and changes in pacing rates. Also, it was confirmed that the rv pacing impedance has significantly decreased in the past few months and is now out of range with measurements below 200 ohms, this behavior could also increase power consumption. This system remains in service, and no adverse patient effects have been reported.